Event description:
It was reported that the device was running continuously. There was no patient involvement and no report of adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. According to the quality engineer, the root cause was a short circuit caused by nicks in the insulation of one of the wires. Visual inspection showed excess wire had been left bundled within the cavity of the handpiece connector.